Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unknown date, the pt experienced a breach in aseptic technique further described as the pt did not wear a mask while performing pd therapy. Subsequently the pt experienced peritonitis manifested by cloudy effluent. The patient was not hospitalized for the event. On the same day as onset, the patient was treated with the antibiotic vancomycin (1.5 gm, intra-peritoneal, every 4 days). At the time of this report, antibiotic treatment was ongoing, dianeal therapy was ongoing, and the patient¿s condition was improved. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.